Manufacturer narrative:
Other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal had been removed. The device had a bubbled downstream sensor seal and scratched lcd lens. No evidence of reported problem in the event history log. Reported problem was not duplicated however the air detector did not pass the functional test. Air detector was replaced as preventative maintenance. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No further information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed 'air in line.' No patient injury reported.